Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 20. On 2023-12-13 , fracture of the implant was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.